Event description:
During the insertion procedure of the PICC catheter, the spring wire guide was inadverently cut during the catheter trimming process. An x-ray taken after the insertion was completed, showed a piece of the wire guide in the pulmonary artery. The piece of retained wire was removed using a snare. There were no patient complications.